Event description:
It was reported that the implantable cardiac monitor (icm) exhibited unexpected reset during device preparation. The icm was not used and replaced. There were no patient involvement.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. Device was received in reset condition with battery voltage above elective replacement indicator (eri) level. The device was restored from reset mode to therapy app normally. After extensive testing, the reset condition was reproduced triggered by code corruption consistent with an anomalous integrated circuit (ic). Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.